Event description:
Patient placed a battery pack used to power a freestyle oxygen concentrator on top of a cabinet, suddenly there was some electrical spark on the battery belt and then the belt burned. There were no injuries or property damage from this incident.

Manufacturer narrative:
Received the battery pack back from (B)(4), and the cell at the end is damaged (dented). Strong impacts or shocks from striking or dropping the battery can cause it to get hot and ignite. Presently trying to get additional information from (B)(6), about usage and possibility that the battery pack received a strong impact.